Event description:
I was using a holmes model hm5082 warm mist humidifier in a bedroom. This unit has been used without incident for a number of years. It was sitting in the same place and directly connected to the same outlet. The humidifier had just been filled and turned on a few minutes later. Within 5 minutes there was an electrical crackle, flames shot up through the top grill followed by a lot of smoke and an acrid odor that filled the room. Fortunately, the fire went out and the damage stayed contained to the unit. I reported the issue to the company and was told there were no known recalls on this model. They have asked for the unit back to be inspected. Document number (B)(4).